Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they felt stimulation in their legs when they were dozing off or laying in bed. Patient asked if it was normal to feel the device on and it kind of makes their leg shake a little or feel zaps go through their feet. Agent reviewed stimulation expectations with the patient. Reviewed the option of turning stimulation down if it ever becomes uncomfortable. The patient was redirected to their healthcare provider (hcp) to further address the issue.